Event description:
The patient reported via manufacturing representative that they experience the implantable neurostimulator (ins) turn off randomly and they will no longer feel stimulation. The patient noted that they aren't using the programmer when the stimulation turns off by itself, but then will use it to turn it back on. The patient mentioned that this will occur throughout the day. They stated that the simulation is great and all impedances are normal. It was reviewed to reorient the ins and then test adaptivestim to make sure positions and setting are all correct for the patient, and that everything is registering correctly on the patient programmer. Follow up information indicated that the adaptivestim was reset, and since then the patient's stimulation has not been turning itself off. The issue was resolved. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.